Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his daughter is experiencing high blood glucose and is not sure that the pump is working properly. The customer reported that high blood glucose began on (B)(6) 2017. He stated that he has already given his daughter two injections and that her blood glucose was 390 mg/dl. He stated that there was an infusion set and reservoir change the night prior around 9:00 pm and he uploaded her information to carelink. Around 9:11 pm., the insulin pump suspended and he rewound and filled the tubing around 9:17 pm. The customer¿s father said that the doctor told him to change out everything every 3 days. Around 4:18 pm, the blood glucose was 411 mg/dl. The father was about to check the blood glucose at that moment and it was 395 mg/dl and he gave the customer 1 unit of insulin and said that injections should start working soon. The customer¿s father said that the customer¿s stomach hurts and that she does not always have high blood glucose like this. The customer experienced the following symptoms of high blood glucose: tired, weak and dizziness. She treated through syringes, injectable pens and a omni pod. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. He reported that drive support cap appeared normal. The father states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump passed high pressure test. He was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. The insulin pump will not be returning for analysis.